Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26608. It was reported that a patient presented to the clinic on (B)(6) 2021 with a dislodged right ventricular lead, resulting in loss of capture. The physician attempted to reposition the lead, but the lead helix would not extend, so the lead was explanted and replaced. During the procedure, the physician noted that there was a connection issue between the patient's pacemaker and the new lead, so they elected to explant and replace the pacemaker as well. There were no patient consequences.